Event description:
After tapping on the osteotome, the physician thought that the instrument looked shorter than before use. He thought that it would be better to leave the piece in the bone rather than remove it. Fluoroscopy indicated that a piece of the instrument less than 2 mm was left lodged in the bone.